Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: this report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the 72-year-old male patient underwent orif for clavicle trunk fracture with va clavicle plate. About a week after the surgery, the surgeon confirmed the breakage of three proximal locking screws. The event was discovered during another op witness visit on february 8. Since the bone has fused and the patient has not complained of pain, revision surgery is not planned at this time. The surgeon said that the patient¿s high adl, his immediate return to work after the surgery, and the fact that the screw was driven close to the fracture site could be the cause of the problem. However, he pointed out that it may be weak in the strength area for the 2.7 diameter. Patient status: stable no further information is available. Concomitant device reported: unk - plates: clavicle (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - screws: locking. This is report 3 of 3 for complaint (B)(4).